Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported patient's ipg was inoperable, and patient's lead had invalid impedances. As a result, patient underwent surgical intervention on (B)(6) 2024 during which the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The reported event for ipg not communicating was not confirmed. Visual inspection of the ipg did not identify any anomalies. The ipg was functionally tested and passed all testing.